Event description:
During the procedure the surgeon placed and removed two consecutive sensors after monitor read "no transducer detected". The difficulties were attributed to the sensors and a third sensor was placed successfully.